Event description:
It was reported that the patient's blood glucose level rose to 21.7 mmol/l (391 mg/dl) while wearing the pod between 4 and 24 hours. The pod generated an occlusion alarm during operation. Blood was observed on the pod cannula upon the pod removal from the infusion site (leg). The device investigation observed an occluded cannula during testing.

Manufacturer narrative:
The device was received having generated an 0x14 occlusion alarm. Timeouts in tandem with a failure to transition in the rotational sensor data were observed indicating a drive stall. A blood blockage was identified in the hard cannula. The blockage was cleared using a soldering iron and fluid was able to flow freely through the complete fluid path. Inspection of the formed needle and bottom housing found no damages or defects that would contribute to bleeding at the infusion site. The occluded hard cannula is confirmed as the cause of the reported 0x14 occlusion alarm and drive stall. Lot release records were reviewed and the product lot met all acceptance criteria.